Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during a posterior wall of vagina procedure performed on (B)(6) 2014. According to the complainant, the patient experienced mesh erosion and a 1mm diameter of mesh was found to be exposed 5mm to the distal from posterior wall and vaginal opening during medical examination 3 months after the operation on (B)(6) 2014. Reportedly, there was no inflammation, infection and redness observed. There were no changes observed as of (B)(6) 2015, there is a possibility of ablation/resection in outpatient. The mesh was placed in the vaginal wall, and there was no difficulty in sexual intercourse.